Manufacturer narrative:
Product analysis summary: the stylette and sheath were returned loaded on the device, no resistance was encountered when removing the device protection. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use two resolute integrity rx coronary drug eluting stents to treat a mildly tortuous, moderately calcified lesion exhibiting 85% stenosis located in the mid left anterior descending (lad) artery. Both devices were inspected with no issues noted and negative prep was performed without issue. The lesion was pre-dilated. Resistance was encountered when advancing both devices. It was reported that stent deformation occurred in vivo during positioning/advancement for both devices. It was stated in relation to both stents that the event was due to use of the device in difficult lesion morphology / anatomy, i.e. The event was procedural related and not device related. The procedure was completed using a non-medtronic stent. The patient was reported to be alive with no injury.